Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during patient use the ventilator display screen went black. There was no patient harm/injury reported as a result of this event.